Event description:
It was reported that pacemaker exhibited noise on this right atrial (ra) lead. The field representative was inquiring about the number of stored atrial tachy response (atr) listings as they thought there would have been more. Technical services discussed how the device will store 10 most recent episodes. Additionally, it was noted that there was an out-of-range ra impedance measurement however, the value was unknown. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).